Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during vaginal hysterectomy, the suture and the needle were found detached when unpacking. The product was replaced by a new suture to complete the case. The event happened during the procedure but the product was not used in patient.